Event description:
It was reported that the patient experienced a loss of therapeutic effect along with shocking/jolting sensations. She changed to a different program and reduced the ampitude to avoid feeling the sensations. Further information is being requested from the hcp.

Manufacturer narrative:
.